Event description:
Patient found sitting at home, unresponsive and not breathing. 911 responders initiated manual CPR, shock was delivered and manual CPR continued. Patient then placed in autopulse. Additional rescue efforts were continued and enroute to the hospital, rescuers noted spontaneous perfusing rhythm, so autopulse was not longer necessary and was discontinued. Patient remained with palpable pulse and improving etco2 readings on arrival at hospital. At the hospital, pt md ordered chest x-ray per protocol before transfer to cath-lab, upon review of x-ray - pt had a right sided flail chest and multiple chest fractures. Chest also had parodoxical movement.

Manufacturer narrative:
Engineering evaluation of the device has been conducted. There was no evidence of device malfunction. This report is submitted based on the reported injuries. However, it is important to note the following statement released from the 2005 international consensus conference on cardiopulmonary resuscitation and emergency cardiovascular care science "rib fractures and other injuries are common, but acceptable consequences of CPR given the alternative of death from cardiac arrest." The injuries found in this case are consistent with CPR. The investigation has been concluded. No follow up reports are anticipated.